Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that the battery in their back was acting weird and they thought it was running out. Patient said the issue had been going on for about 3 months and they told their doctor about it in mid may. Patient went in for their regular appointment and the doctor said they would line it up with manufacturer to take a look, but the doctor retired at the end of may. Agent asked patient if the battery was not lasting as long as it used to and patient said yes, they were looking at the year and they were told it would last 8-10 years. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they had a problem with the remote and it was sent them a new controller and a circle pad, so that part worked good. Agent reviewed role of manufacturer representative (rep) and offered to send hcp listings so patient can make appointment with new doctor. Patient stated they had been looking for a new doctor. Agent sent email copy.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.